Manufacturer narrative:
Product ID: 3998, lot# l85507, implanted: (B)(6) 2000, product type: lead.

Event description:
A consumer reported via a manufacturer representative that they saw low impedances at the post-operative appointment. Prior to the replacement, the patient was getting great coverage for their ankle, but on the day of the report they turned stimulation on and did not feel anything on the right side and stimulation was in the knee. Even when switching reference electrodes, all combinations with 0, 1, 2, and 3 were showing low impedance ranging from around 50-70 ohms. No falls or trauma were reported that could be related to the event. Additional information received from the patient indicated they had two different programs but only one was working, but that program only worked if the patient was laying down. It was noted that the patient's lead did not appear to be working. The device was indicated for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative stated that the healthcare professional performed surgery and replaced the extension and also put in a new pain stimulator just to be cautious.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l85507, implanted: (B)(6) 2000, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2016, product type: extension. Serious injury was mistakenly not checked in error in the previous regulatory report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that after an implantable neurostimulator (ins) replacement in (B)(6), impedances intra-operatively and post-operatively were fine, but about a month after the procedure, the patient reported they weren¿t getting as good of coverage. Interventions included reprogramming and impedance checks. They found high impedances and tried reprogramming. The physician did testing to determine if there were any breaks in the connections or on the wires themselves and didn¿t see any breakage or issues on the images, so they decided to perform surgery and test the components in the operating room. Testing included an MRI and an x-ray. On (B)(6) 2016, the doctor planned to open the patient and test the lead and extensions. If any of them had high impedance, he would replace them. The cause of the impedance issue was not determined. The physician thought it was that the lead and extension were 19 years old and after a period of time, they stopped performing as well as they used to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. Around (B)(6) 2016 the patient complained about their ins battery draining in one day, and that battery was replaced in (B)(6) 2016. No further patient symptoms or complications were reported in this event.